Manufacturer narrative:
Should additional information become available this investigation will updated.

Event description:
Boston scientific received information that at a follow it was noted that this patient experienced palpitations due to pacing at the max tracking rate as a result of two simultaneously interacting algorithms on the device. The device was reprogrammed and no adverse patient effects were reported.